Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and reported the insulin pump under delivered the insulin. The customer reported the infusion set cannula was bent. The customer hyperglycemia was treated with manual injection. The event involved products mmt-1884, unk_reservoir, mmt-397a. Troubleshooting was performed for hyperglycemia and bent cannula. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the pump and reservoir. No product return is required for mmt-1884. No product return is required for mmt-397a. The customer will discontinue using the infusion set and product unk_reservoir will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 & d10 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and reported the insulin pump under delivered the insulin. The customer reported the infusion set cannula was bent. The customer hyperglycemia was treated with manual injection. The event involved products mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed for hyperglycemia and bent cannula. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the infusion set and product mmt-332a will be returned for analysis. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-7040a.